Manufacturer narrative:
Due to character limitations in e1 event site name- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer, during use on patient cardiosave intra-aortic balloon pump (iabp) was continuously showing gas loss alarm. There was patient involved, no harm reported.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse could see the gas loss alarms in iabp circuit in the alarm logs. However, could not reproduce an issue with the machine. Fse performed a complete cardiosave iabp calibration, safety, and functionality checks completed per the service manual. Fse also ran this unit at various settings and could not produce a gas loss alarm. Product returned to customer.

Event description:
N/a